Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent detached from the stent delivery system (sds). The stent was not returned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The hypotube was kinked along its entire length. In addition, the inner and outer were kinked at several locations distal to the port. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that shaft kink and crossing difficulties occurred. The 90% stenosed lesion being treated was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. An unspecified promus element stent was deployed and ivus was performed. A 2.50x20mm promus element plus stent was selected; however the device was unable to cross the lesion despite several attempts. It was noted that the shaft was kinked. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good. However, returned device analysis revealed stent detachment.